Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) (B)(4) to report that his onetouch verioiq meter was displaying an unknown error message. The complaint was classified based the customer care advocate (cca) documentation. The patient reported that the unknown message began to appear intermittently ¿18 months¿ prior to contacting lfs and had been ongoing since. The patient detailed that he manages his diabetes with metformin pills, glyburide pills, nph insulin and humalog insulin. The patient claimed that sometimes when unable to test due to error message he decreased his dose of nph insulin from 30 units to 20 units and the dose of his humalog insulin from 20 units to 15 units in an effort to avoid going ¿too low¿. The patient did not detail that any symptoms developed or that he received any medical treatment after the issue began. At the time of troubleshooting, the cca noted that the patient did not have the required testing supplies to perform a walk through. Replacement products were sent to the patient. Based on the information provided, there is no indication the alleged product issue caused and/or contributed to an adverse event. The patient did not develop signs or symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.